Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed critical insulin pump error alarm. Customer's blood glucose was 128 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with constant critical pump error 24 alarm during testing. Unable to verify the root cause, problem isolated to the printed circuit board. No unexpected critical pump error alarm noted during testing. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error 24 alarm. Unit was received with scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.